Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/10/2014, device evaluation: the pump have been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found records of loss of prime alert after power on reset. Pump was not primed within 3 minutes after the power reset. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The force sensor calibration reading was within specifications. Bolus delivery exercises were completed and recorded correctly. The reported prime issue was verified in the black box and attributable to use error. The prime issue was not duplicated during the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the patient received multiple loss of prime alerts. The reporter stated that there was no sudden change in force or temperature and the cartridge cap was secured. Review of cartridge usage techniques indicated that the instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.